Manufacturer narrative:
A lumenis field service engineer evaluated the system and found the calibration to be within acceptable tolerances. All other operating parameters were also verified to be in spec. No device malfunction was observed. User facility reported no test patch was performed prior to treatment as directed in product labeling. It was also reported that patient has "fully healed".

Event description:
It was reported that a patient sustained a small spot of hyperpigmentation after an ultrapulse encore treatment.